Manufacturer narrative:
The investigation for the reported contamination issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The details provided were sufficient to determine a root cause. The root cause of the product damage was determined to be use related as the pump was contaminated during initial set up. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The original impella device was prepped and ready to implant, however it was contaminated, and a new device was prepped and inserted into the patient for support, the delay was reported to be 45 minutes. No further information is available. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.